Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was currently hospitalized and he was advised to call in to ensure the insulin pump was functioning correctly. Customer initially called his health care provider in regards to him experiencing high blood glucose 700 to 800 mg/dl. He was advised to go the emergency room. The customer's symptom was unexplained high blood glucose. He was treated with an IV drip. Customer was disconnected from the device and hospital wanted to ensure the device was functioning correctly prior to reconnecting to the customer and releasing him. Troubleshooting was performed and no anomalies were noted on the device, it passed high pressure test. Customer was advised to do a complete set change and to monitor the device. The device is not returning for analysis.